Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. The customer stated that the auto mode feature was active. The customer declined troubleshooting for high blood glucose. The device will not returned for analysis.